Event description:
During a laparoscopic procedure, spleen exploration, the head of the screw broke and was inadvertently left in the pt. The missing piece was noted post operatively when it was being cleaned. An x-ray confirmed the location of the screw. Pt returned to surgery on same day and the screw was retrieved. No pt injury reported.